Manufacturer narrative:
Systems assessment indicates the instrument background and baseline levels are stable throughout the whole dataset. There is no indication of optical path contamination. The amplification for the sars-cov-2 target is clear and not motivated by optical or motion disturbances. No potential discrepant results were identified in the rest of the provided dataset. No systematic issue was observed and no product problem was found. The most likely cause for the discrepancy observed may be from lab cross-contamination, as there were other positive samples been handled prior to the alleged test. Also of note is the off-label collection kit in use. The analyzer is performing as expected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 & influenza a/b test assay, for use on the cobas® liat® system. Compared to retesting with the genexpert and a different liat® system. The customer reported on (B)(6) 2022, the initial sample run #4247, was tested with lot 11228u, cobas® liat® serial number (B)(4), and generated sars-cov-2 positive, influenza a/b negative. The same sample was retested with genexpert and a different liat® with negative results. Patient results were reported as negative and no apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.